Event description:
It was reported a remote monitor transmission was received and a right ventricular lead integrity alert was present. Technical review of the transmission was performed and indicated the patient had received high voltage therapy nineteen times, the arrhythmia was not terminated and that possible loss of capture was present. The patient was identified as presumed deceased. The clinic was notified of the transmission and to attempt to contact the patient. No additional information was received from the clinic. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).